Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/15/2021. H.6. Investigation: bd received (B)(4) samples from the customer in support of this complaint. (B)(4) customer samples were functionally tested and the customer's indicated failure mode for underfill was not observed. Additionally, (B)(4) retained samples were functionally tested and the customer's indicated failure mode of underfill was not observed as all results were in specification limits. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: tube underfill recommended fill volume. Blood due sampling does not reach recommended blood volume.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: tube underfill recommended fill volume. Blood due sampling does not reach recommended blood volume.